Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
An ophthalmic assistant reported that after an intraocular lens (iol) was implanted into a patient's eye, it was noted to be scratched. The surgeon believes the cartridge scratched the iol. The scratch was superficial enough that the surgeon decided to leave the lens implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
The sample was not returned. Only the paper backing of the cartridge peel pouch was returned showing the cartridge lot number. The associated iol label has been applied to this pouch. The cartridge product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified lens model with an unspecified handpiece. The iol product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. No sample was returned. Only the back of a pouch with additional label was returned. The root cause of the reported event may be related to a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided in the file that the doctor felt like the cartridge scratched the lens, but that the scratch was superficial enough that the doctor decided to leave the lens in the eye. There was one additional complaint in the lot. The manufacturer internal reference number is: (B)(4).